Manufacturer narrative:
Additional device product codes: hrx.. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, when using the ria 2 in a patient¿s femur the reamer head for ria 2 sterile became damaged and disengaged from the guide shaft/tube assembly. The surgeon had to remove the ball tip guide wire with reamer head still attached. Fragments were generated and removed easily without additional intervention. There was a surgical delay of five (5) minutes. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: guide/compression/k-wires: trauma (part number unknown, lot unknown, quantity 1), drive shaft for ria 2 520mm (part number 03.404.035, lot unknown, quantity 1). This report involves one (1) 12.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).